Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer on: 08/31/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. Only a half of lens was returned. The condition observed is consistent with a lens that has been cut due to the removal/explant process. Due to the condition of the returned lens, further analysis was not possible. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. There were no associated non-conformity reports found in the manufacturing record review. A search on complaints revealed no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zcb00 was inserted and removed during the same procedure from the patient's eye. The reason for lens being removed and replaced is unknown. There was an incision enlargement and vitrectomy performed and the lens was replaced with a model za9003 lens. There was no record of any required sutures and no patient injury post-op reported. No further information was provided.